Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening and weight to the spec. A microscopic analysis was performed which identify two opening striated in the device. Based on the device analysis the final assessment is: a striated opening in the radius side assessed as surgical damage. A striated opening in the anterior side assessed as surgical damage.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side exchange from textured to smooth implants due to the patient's concern with the product and implant rupture.

Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patient's concern with the product and implant rupture. Device remains implanted.